Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (nano pro pen needle, needle clog) was captured and addressed. No samples or photos were returned for analysis. Investigation conclusion: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause description: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that pen ndl 32 g 4 mm hp 100 box fr was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: the patient mentions that during the injection the product does not come out.